Event description:
Revision surgery - due to severe pain, lack of rotator cuff, and osteo arthritis.

Manufacturer narrative:
The reason for this revision surgery was reported as pain after 8.4 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not returned to djo surgical for examination. (B)(4). The root cause for the pain was most likely due to osteoarthritis and lack of rotator cuff. There are no indications of a product or process issue affecting implant safety or effectiveness.